Event description:
It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3. After insertion of the steerable guide catheter (sgc) a floating structure was noted at the guide tip. The physician carefully retracted the dilator while aspirating to remove the structure. An additional bolus of heparin was administered after the thrombus was noted. A clip was prepared and advanced into the anatomy. In the first establishing final arm angle (efaa) test, the clip opened slightly from fully closed. The physician did not want to open the clip again or exchange the clip, as grasping of both leaflets was extremely impaired due to strong tethering of both leaflets. The clip was deployed, and again opened to the same degree as efaa. Mr increased after opening so it was decided to implant a second clip. Mr was reduced to grade 1.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3. After insertion of the steerable guide catheter (sgc) a floating structure was noted at the guide tip. The physician carefully retracted the dilator while aspirating to remove the structure. An additional bolus of heparin was administered after the thrombus was noted. A clip was prepared and advanced into the anatomy. In the first establishing final arm angle (efaa) test, the clip opened slightly from fully closed. The physician did not want to open the clip again or exchange the clip, as grasping of both leaflets was extremely impaired due to strong tethering of both leaflets. The clip was deployed, and again opened to the same degree as efaa. Mr increased after opening so it was decided to implant a second clip. Mr was reduced to grade 1.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported clip open during efaa and clip open while locked. The reported difficulty grasping appears to be related to patient morphology/pathology due to strong tethering of both leaflets. The reported unexpected medical intervention was a result of case-specific circumstance as another clip was implanted. There is no indication of a product issue with respect to manufacture, design, or labeling.